Event description:
It was reported during a routine follow-up, that all measurements were normal. However, the shock lead impedance (sli) test, yielded results at 125 to 128 ohms. The sli had been trending upwards over the last few years. This office visit yielded the first out of range sli measurement, on this single coil right ventricular (rv) lead. Troubleshooting options and the option of monitoring, were discussed with a technical services agent. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.

Event description:
It was reported during a routine follow-up that all measurements were normal. However, the shock lead impedance (sli) test, yielded measurements of 125 ohms to 128 ohms. The sli had been trending upwards over the last few years. This office visit yielded the first out of range sli measurement on this single coil right ventricular (rv) lead. Troubleshooting options and the option of monitoring were discussed with boston scientific technical services (ts). Subsequently, the healthcare provider (hcp) indicated that defibrillation threshold (dft) testing was performed because a sli measurement of 101 ohms was observed for a 31 joule shock. They noted that the sli came down for a time but is now back up again to 144 ohms. Ts discussed that this is a single coil lead and dft testing will not cause the impedance to be come down and stay lower, but it only confirms that when a device shock is delivered, an open circuit fault is not present. Ts provided guidance to the hcp that they could continue monitoring and consider raising the high shock impedance alert limit from 125 ohms to something higher, such as 175 ohms or 200 ohms. This lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
This supplemental report is being filed based on trend inclusion and corrections to the patient code and the impact code.

Manufacturer narrative:
This correction supplemental report was submitted to document the fact that this lead is not a part of a trend or CAPA, as was previously indicated. There was also an associated change to the evaluation conclusion codes field in report section h6.

Event description:
It was reported during a routine follow-up that all measurements were normal. However, the shock lead impedance (sli) test, yielded measurements of 125 ohms to 128 ohms. The sli had been trending upwards over the last few years. This office visit yielded the first out of range sli measurement, on this single coil right ventricular (rv) lead. Troubleshooting options and the option of monitoring were discussed with boston scientific technical services (ts). Subsequently, the healthcare provider (hcp) indicated that defibrillation threshold (dft) testing was performed because a sli measurement of 101 ohms was observed for a 31 joule shock. They noted that that the sli came down for a time but is now back up again to 144 ohms. Ts discussed that this is a single coil lead and dft testing will not cause the impedance to be come down and stay lower, but it only confirms that when a device shock is delivered, an open circuit fault is not present. Ts provided guidance to the hcp that they could continue monitoring and consider raising the high shock impedance alert limit from 125 ohms to something higher, such as 175 ohms or 200 ohms. This lead remains in service. No additional adverse patient effects were reported.